Manufacturer narrative:
After battery installation unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to confirm missing segments due to constant flashing display. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 77 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in product code, common device name and section were incorrect with the initial report. The correct information has been provided with this report.